Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that the pump was moving around in the pocket, causing redness, pain and bruising at the pump pocket and pain at the spine area as well. The consumer wanted to have the pump explanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the cause for the pump movement was not able to be determined. No actions or interventions were taken to resolve the issue and the issue was not resolved. It was noted that the patient did not have a managing physician or implanting physician in the area and the patient was given multiple physician to contact who were familiar with the pump. No further complications were reported regarding the event.